Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture, and r-wave amplitude variation. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was repositioned on (B)(6) 2024. Upon interrogation post procedure, it was found that the rv lead had caused a pause. Chest x-ray was performed and revealed rv lead dislodgement again. The rv lead was explanted and replaced. Patient condition was stable.